Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. The returned distal segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the occurrences described in the event. There were no anomalies observed on the returned distal segment. All electrical and visual testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The full lead was not returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.